Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of p-waves causing non-sustained ventricular tachycardia (nsvt) episodes. Technical services (ts) noted that they were unable to conclusively determine the cause of the oversensing. Ts noted it could be due to the design of the lead. Ts also noted the r-waves were averaging between two and five millivolts. Ts recommended bringing the patient in and measuring the oversensed signal, reprogramming, and suggested performing a defibrillation threshold (dft) test if the sensitivity was changed. This rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.